Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology leaked and had issues retracting the needle. The following information was provided by the initial reporter: extension tubing is leaking. Verbatim: I just had an issue with an IV catheter. After getting the needle into the vein, I was experiencing trouble dislodging the IV from the hub. It felt like it was caught as I was trying to advance the catheter. I had to use a second hand to get it to separate (its normally a one handed procedure) but then as I was attaching the extension tubing it leaked despite being screwed on tight. I tried an additional extension set and it leaked as well. I undid and reattached again and screwed the extension set on what seems like additional twists than normal. This time it went on and did not leak anymore. It¿s as if the threads were not straight or something was sticking out.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-11-17. H6: investigation summary: our quality engineer inspected the samples submitted for evaluation. Bd received two unopened units. Threading difficulty is tested by inspecting for proper lubrication and average drag. As both tests are destructive, one unit was tested for each. Both units were found to be within specification. Bd was unable to confirm the report of threading difficult. Upon inspection of the catheter adapter assemblies, no visible signs of damage to the luer or threads was observed. The units were then tested for leakage and no leakage was observed. The units were further inspected by attaching the adapters to a q-syte to engage the luer threads and no leakage was observed. Bd was unable to confirm the reported defects. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology leaked and had issues retracting the needle. The following information was provided by the initial reporter: extension tubing is leaking. I just had an issue with an IV catheter. After getting the needle into the vein, I was experiencing trouble dislodging the IV from the hub. It felt like it was caught as I was trying to advance the catheter. I had to use a second hand to get it to separate (its normally a one handed procedure) but then as I was attaching the extension tubing it leaked despite being screwed on tight. I tried an additional extension set and it leaked as well. I undid and reattached again and screwed the extension set on what seems like additional twists than normal. This time it went on and did not leak anymore. It¿s as if the threads were not straight or something was sticking out.